Manufacturer narrative:
(B)(4). To add patient code previously omitted on initial report. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient waking up in the middle of the night and realizing that they had disconnected the line and laid it over their dresser. After this, the patient connected back to the patient line with the same supplies. The peritonitis was manifested by a stomach ache and the patient was hospitalized that same day. The patient was treated with unspecified antibiotics (route, frequency and dose not reported). The patient was discharged from the hospital two days later. Pd therapy was ongoing and the patient recovered from the peritonitis. No additional information is available.